Manufacturer narrative:
The device was returned to the manufacturer and subjected to inspection. Contaminants were present on the returned device indicating patient contact. It has been confirmed that the device was returned with the seal cap separated from the device. Upon further evaluation it was discovered that one of the 4 pin supports inside the seal cap was broke off but was in with the return. Unable to determine the root cause for this damage since the device had been used. The damage may have occurred during use. The sleeve was also function tested for leaking on the trocar sleeve testing fixture. The seal cap was placed back on the device and held in place for testing and went on to pass with no leaking observed.

Manufacturer narrative:
The device was returned to the manufacturer with contaminants present, indicating patient contact. It has been confirmed that the device was returned with the seal cap separated from the device. Upon further evaluation it was discovered that one of the 4 pin supports inside the seal cap was broke off but was in with the return. Unable to determine the root cause for this damage since the device had been used. The damage may have occurred during use. The sleeve was also function tested for leaking on the trocar sleeve testing fixture. The seal cap was placed back on the device and held in place for testing and went on to pass with no leaking observed. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the device could not hold gases during the procedure and then fell apart from the inside out upon being removed. The top separated from the sleeve. It was reported that the patient was not affected as a result of the device failure and that all pieces were retrieved.